Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient has an aseptically loose mets distal femoral prosthesis. The surgeon will need to convert patient to a total femoral construct and has ordered non-custom modular implants for a revision surgery.